Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had difficulty recharging the implanted neurostimulator. They didn't think the recharger was working. They put the recharger on and it didn't connect. Patient services asked when the issue started. They said, it had been a while, probably about four months (2023 valid).the following troubleshooting steps were performed: located the device by looking for incision and/or palpating the device. The reason for call was patient was getting a service code 11707 error code they thought on the handset. Patient services asked them what the service code was and they said they didn't know. Patient services walked caller through hard reset of recharge. Patient was able to connect and start charging the implant with 90% charge, excellent connection, and my therapy off. Patient wanted to know how to turn therapy back on. Patient stopped charging and connected to the my therapy application. Patient got a por. They cleared the por and turned therapy on and increased stimulation to a comfortable level.